Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's son reported via phone call that the insulin pump alarmed no delivery. Customer's son was advised to do a complete set change and to troubleshoot the insulin pump. Troubleshooting was performed and the infusion set and reservoir were completely changed. Troubleshooting successfully cleared out the no delivery alarm message.